Manufacturer narrative:
Investigation is not complete. Trends are being evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This event occurred in another country.

Event description:
Allegedly pt had lost position proximally with non-united.